Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00984582 case subject: npi error code 110.6021 on 8015ls unit account name: north shore university hospital at forest hills account #: 1371200 asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n asset location: contact: bobbie eurena contact email: beurena@nshs.edu contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on error on 8015ls unit serial # (B)(4) failure device type: failure problem type: failure mode: case resolution: tech called in for help on error code 110.6021 which has to do with the keypad processor when in post it detect error, will need first to replace frontcase w/keypad once replace error continue next to replace is the main board on unit. Tech thank me for my assist

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4), case subject: npi error code 110.6021 on 8015ls unit, account name: (B)(6), account #: (B)(4), asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n, contact: (B)(6), contact email: (B)(6). Patient or user involvement: no. Patient or user harm: no. Tech called in for help on error on 8015ls unit serial # (B)(6). Case resolution: tech called in for help on error code 110.6021 which has to do with the keypad processor when in post it detect error, will need to first replace frontcase w/keypad. Once error is replaced , continue next to replace the main board on unit. Tech thanked me for my assist.